Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that they first started experiencing the shaking on (B)(6) 2017; however, this conflicts with the previous report stating that the shaking started in (B)(6) 2017. As a result it is unknown exactly when the shaking began. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761,serial#: (B)(4), product type: recharger. Analysis of the desktop charger serial#: (B)(4) found that the pins were broken in the connector tip of the cable assembly. Fdc 92 applies to the ins serial#: (B)(4). While fdc 11 as well as the fdm and fdr codes apply to the desktop charger serial#: (B)(4).

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient's recharger would not take a charge, and that their desktop charger had bent connector pins. The patient also reported they had been shaking for years. A replacement desktop charger and recharger were sent to the patient. Follow-up information was received from the patient, reporting that all of the allegations were first noticed in (B)(6) 2017. The patient reported that their "device stopped working" and that "shaking occurred." The patient also reported that their recharger "quit working." The patient reported that they contacted a manufacturer representative, and that the issues have all since been resolved. No further patient complications were reported as a result of this event.